Manufacturer narrative:
(B)(4). Date sent: 8/15/2016. Additional information was requested and the following was obtained: the product specialist has advised that the no further information is available in relation to your queries below. Was the band removed? When was it removed? How was it identified that a portion of product is still in the patient? What part of the product remains in the patient? Are their plans to remove the piece? When was the band implanted? Is a lot or batch # available?

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unknown procedure, surgeon reported that a patient who received a gastric band had an issue postoperatively where the plastic flange disconnected from tubing and was retained in subcutaneous fat. Required intervention to prevent permanent impairment/damage. Portion of product still in patient.